Event description:
A philips employee on site observed one instance of a pt mismatch between a third party report dictation software tool and the images displayed on intellispace pacs. This behavior was not reproducible. No health risk issue with intellispace pacs has been identified. There were no reports of harm.

Manufacturer narrative:
(B)(4): a follow-up report will be submitted upon completion of the investigation.